Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Yes what confirmation was received that the device was fully fired? Acoustic noise was the staple line complete? No. Were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Yes. Were the staples deployed into the tissue? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? Three quarters of a turn. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Operating doctor. Who removed the device? Operating doctor. Was the safety reset prior to removal? Yes. What was the users experience with the device? Long-time very experienced user. Was there any patient consequence as a result of the procedure being prolonged? Half hour surgery time extension but no patient harm. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
The cdh29a was triggered properly. When checking the anastomosis, it was found that the device was only stapling one side of the anastomosis. The anastomosis must then be carried out by hand. The patient was not harmed. The surgery time was unfortunately delayed by about 1 hour. Procedure: deep open rectum.

Manufacturer narrative:
(B)(4). Date sent: 07/14/2020. D4: batch # u5a42r. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.